Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that after a percutaneous coronary intervention (pci), the involved angio-seal device was used for hemostasis. During insertion of the assembly into the artery, the tip of the locator kinked due to severe calcification in the vessel. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. No health damage to the patient. The blood loss was less than 250cc's. The procedure before deploying the device was pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter was 5 mm. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required. Here were no other devices or equipment used with the reported product.